Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. Patient initially refused further troubleshooting steps due to insulin waste as they had already changed cartridges and infusion sets several times in the past. Technical support escalated issue to clinical field team and, after confirming the patient's access to multiple daily injections as backup, sent replacement boxes of cartridges and infusion sets with instructions to return defective supplies, after which patient reported that new cartridges worked without further occlusion alarms.